Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime and then during bolus and the device restarts. Customer was disconnected during prime. The drive support cap is recessed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor relay. No compromised force sensor system alarm or unexpected restart noted during testing. No further tests could be performed due to prime fill anomaly. The insulin pump was received with minor scratched display window, broken reservoir tube lip and cracked battery tube threads.